Manufacturer narrative:
Concomitant medical products: product ID 4068 competitor lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for out of range, low pacing impedance. It was additionally noted that the rv lead had a high pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.